Event description:
Country of complaint: (B)(6). When reviewing the suture by the scrub nurse. Exercising tensile, the suture breaks, this is done to confirm and ensure it does not happen during the procedure.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: received two samples in closed package. No other complaints of this batch/code. Batch record review: reviewed the batch manufacturing record and found no defects at in-process inspection. Process cards show no abnormalities. This product had a normal process and the results during the process fulfill OEM requirements. The received samples were tested to resist needle attachment strength, results obtained fulfill OEM requirements. Conclusions: the complaints is not corresponding (not justified) corrective action: not applicable.